Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred as the customer was walking to the car. There was no impact to the customer¿s blood glucose level. Customer reverted to manual insulin injections for management of blood glucose levels.